Manufacturer narrative:
Received one used smallbore ext set w/ clave for inspection on 8/25/2025. The clave was stuck down as received. The reported complaint can be confirmed. Corrective actions are in process. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
Event occurred on an unspecified date regarding a 5" (13 cm) appx 0.31 ml, smallbore ext set w/clave®, pre-pierced t-connector, rotating luer where the reported "stated that the t-connector used on infant pal line, the clave had a crack in it, and caused fluids, and blood to leak out on linens. It was discovered when the arterial line did not transduce. There was minimal blood loss with the cracked t-connector. No harm done to the patient. We were able to replace without losing peripheral arterial access." There was patient involvement but no patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.